Manufacturer narrative:
This is related to MDR# 1828100-2015-00004. Per the fsr, when the device was in the rewarm mode, water was trickling from the ice tank spray bar. Vi valve was replaced and the problem was resolved. The fsr tested the operation of the unit. The unit performs to the manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the repair of the device, the field service representative (fsr) found inadvertent water flowing during repair. There was no pt involvement.